Manufacturer narrative:
Failure analysis noted that the pump had constant motion sensor test failure alarms during rewind due to out of phase motor encoder signal. They were unable to confirm the motor position encoder error alarm due to constant motion sensor test failure alarms. They were unable to perform the displacement test due to the constant motion sensor test failure alarms during rewind. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 122 mg/dl. The customer was prompted to take the reservoir out and rewind the pump. They were able to do that. The customer was in the hospital because of a kidney infection. The pump was exposed to MRI. Troubleshooting was not able to resolve the issue. The device was returned for analysis.